Event description:
The service report shows the customer reported that the 840 ventilator stopped cycling. It cannot be verified at this time whether this occurred while ventilator was in use on a patient. The nellcor puritan bennett customer support engineer (cse) verified the malfunction. The cse inspected the device and replaced the breath delivery unit pcb. The unit passed extending self testing.